Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that her husband was visited emergency room then admitted to intensive care unit due to hyperglycemia, weakening and vomiting on (B)(6) 2020 with blood glucose of 842 mg/dl. The customer experienced symptoms such as vomiting, abdominal pain and diabetic ketoacidosis result of high blood glucose however they were using insulin pump system within 48 hours of reported high blood glucose event. It was also reported that the customer was not using auto mode feature on insulin pump. The customer was treated by insulin drip, intra venous fluids and intra venous antibiotics. Customer was not alleging that the insulin pump was under delivering and they were assisted with high pressure test however test was passed, they also repeated test and test was passed. The insulin pump will not be returned for analysis.